Event description:
The fit of the trial was found to be too loose. The femoral component was successfully implanted. There was no adverse consequence for the patient.

Manufacturer narrative:
Summary of evaluation: the results of the evaluation performed suggest that this event was attributed to a manufacturing and inspection error. Review of the product complaint history indicated that this event is an isolated incident.